Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The root cause of the ua07 was the defective load cell 1. No physical damage was observed during the visual inspection. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed when powering up the platform, confirming the reported complaint. The defective load cell 1 was replaced to remedy the issue. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6). Ccr 83574 was reported for ua07 on 16 august 2024, and both load cells were replaced to remedy the fault.

Event description:
During morning truck checks, the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). The customer reported that ua07 persisted despite resetting the shaft position. No patient involvement.